Manufacturer narrative:
Analysis summary: the reported severance of the suprarenal stent from the bifurcate aortic body, and resulting migration, proximal type I endoleak, and aaa expansion was confirmed. The exact cause could not be determined from the films returned at 8 years post-implant. The anatomy at implant is unknown and earlier post-implant CT¿s were not provided for comparison. However, it is likely that there has been disease progression (neck dilatation) that contributed to the suprarenal stent detachment. Lack of stent graft proximal neck radial support caused by neck dilatation may have allowed increased loading of the graft fabric and/or sutures at the suprarenal stent to bifurcate fabric attachment, which led to eventual failure of the graft fabric/sutures and resulting distal migration of the bifurcate, proximal type I endoleak, and aaa expansion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported on a follow up CT approximately 8 years and two months later that a large type ia endoleak was identified and disruption of the stent graft where a supra renal stent has become detached from the stent graft material. Per the physician the cause of the endoleak and detachment of the suprarenal stent is undetermined. No additional clinical sequelae were reported and the patient will be monitored.